Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Zoll customer support reported that a (B)(6) male pt was treated. A review of the event indicates that the pt experienced two inappropriate defibrillation treatments. Motion artifact contributed to the false detection. The pt was at home and unconscious at the time of the event. It was reported that the pt was having a seizure. The response buttons were not pressed during the event. The pt went to the hosp following the event and ended use of the lifevest. The pt later passed away on 04/02/2014 while not wearing the lifevest. The pt had not worn the device since 03/25/2015.

Manufacturer narrative:
There was no indication that the treatment event contributed to the pt death. The pt was not wearing the device at the time of death. No alleged deficiencies. Device eval summary: device eval of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and belt were functional and able to detect and treat a pt. Device manufacture date: monitor sn (B)(4) - 03/01/2014 - initial use; electrode belt sn (B)(4) - 06/01/2012 - reuse. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdg